Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Customer¿s blood glucose level was 464 mg/dl. Customer changed the pump supplies and adjusted the carbohydrate ratio to address the reported issue. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.